Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, after which the malfunction did not recur. Customer was informed to continue using the pump and to call back if any issues reoccurred, which they understood.